Event description:
Customer reported experiencing a past high blood glucose event, but the highest level was unknown as the display simply showed "high." Cause was not known. The customer attempted to resolve the issue with a correction bolus via the pump and injections. Despite verifying with technical support that the pump and infusion set were functioning properly, the customer chose to disconnect and use a backup pump instead. Technical support recommended discussing further concerns with a healthcare provider.